Event description:
The PICC was implanted and 16 days later the doctor noticed the PICC was not working correctly. The x-rays showed that the PICC had broken and 2.5 cm migrated. The doctor removed the PICC and snared the remaining portion. Product was discarded, no product will be returned for eval. No pt injury. No other info provided.